Event description:
It was reported that the patient presented to a scheduled procedure. Prior to the procedure, the atrial lead exhibited noise leading to over-sensing. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.